Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: concomitant products: capsular contracture, baker grade 2, scarring, deformity. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast surgery with 400cc mentor memorygel breast implants and experienced rupture on the right side and bilateral capsular contracture, baker grade 2 postoperatively. In addition, the patient experienced an deformity and hypertrophic scarring which was removed. As a result, the patient underwent device removal and replacement with mentor memorygel breast implants, catalog numbers 3504504bc on the right side and 3503254bc on the left side, serial numbers (B)(4) on the right and (B)(4) on the left side on (B)(6) 2020. This report is for the left side device.